Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a heparin infusion (25000 units/ 250 ml) had been started at 18 units per kg on (B)(6) 2014 at 1804 (presumed to mean 18 unit/kg/h). After midnight the dose was decreased to 16 unit/kg/h because of an elevated aptt result. At 0644 the nurse placed the pump on pause per protocol because the result was still elevated. An hour later when the staff went to restart the infusion, the module was discovered to be programmed for 18 units/kg, therefore, the customer has requested a log review to determine whether it had been infusing at 16 unit/kg/h as intended between midnight and 0644 or whether it had continued at 18 unit/kg/h throughout the night. The customer would like the event log review to start at the time the heparin was started on (B)(6) 2014, approximately 6 pm. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.